Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a frayed grip cable.

Event description:
It was reported that during central processing, the instrument did not work. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not lose complete control of the device. The jaws did not move in the intended direction as they were not closing completely or gripping the tissue. The reporter had no knowledge of shakiness or friction. The issue was resolved by replacing the instrument.